Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was damaged. The blood glucose reading was not given. No further information was provided.

Manufacturer narrative:
The pump was received with a missing display window, a cracked and bleeding lcd glass, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, a cracked pump belt clip slot and a cracked end cap.